Event description:
Info received indicates the head of the bed will not go up.

Manufacturer narrative:
The technician found the pivot slide was missing which prevented one side of the head section to rising. The technician replaced the pivot slide to repair the bed.